Event description:
The customer reported that the unit showed the error 10003 [system failure cycle power].

Manufacturer narrative:
(B)(4). The customer reported that the unit showed the error 10003 [system failure cycle power]. The philips customer service center localized this issue to the external data card being full. The customer resolved the issue by removing the data card and cycling the power.